Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), and the hm 3 patient handbook, are currently available. Section 1 of this IFU, ¿introduction¿, lists potential adverse events including bleeding, stroke, and death that may be associated with the use of the hm 3 lvas. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was found to have a superior mesenteric artery (sma) aneurysm, splenic artery aneurysm, and large splenic hematoma and was taken to the operating room. Post-operation, the patient had difficulty with intake by mouth. The patient complained of left arm paralysis and weakness on (B)(6)2023. A computed tomography (CT) head scan showed right frontal parietal intraparenchymal hematoma with overlying subarachnoid hemorrhage (sah). It was reported that the device did not contribute to aneurysm formation, however, the device or left ventricular assist device (lvad) therapy may have contributed to sah. There were no changes to patient condition or anticoagulation status that may have contributed, and their inr was therapeutic. The patient's family withdrew care and the patient passed away on (B)(6)2023.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.